Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing blood glucose (bg) levels of 550 mg/dl and diabetic ketoacidosis. Reportedly, the customer believed the infusion set cannula was kinked; however no damage was observed. Additionally, it was reported that a resume pump alarm occurred, and the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. Subsequently, on (B)(6) 2020, customer was hospitalized. Bg was treated with intravenous insulin, and long acting insulin. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved. Although requested by tandem technical support, customer declined a system check, as well as to upload data for review.